Manufacturer narrative:
(B)(6) 2018; 04oct2018. Philips fse (field service engineer) confirmed the reported issue. Fse replaced the touchframe to resolve the issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the touchscreen was not functioning. There was no patient or user harm reported. The customer did not have patient data available. The event date was not specified; estimate used.